Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter systems had cracked caps and the "prn split" before use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8079078, our records show it was manufactured may 2018; it was determined that this is the only instance of this event occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Twenty-five samples were supplied for evaluation and review; the evaluation found rusted needles and significantly aged prn's among the devices submitted. The most likely root cause for this situation is environmental conditions during transportation and storage of the devices. Environments that are significantly humid or strongly oxidizing should be avoided for storage of the intima ii.

Event description:
It was reported that the bd intima-ii closed IV catheter systems had cracked caps and the "prn split" before use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8079078, our records show it was manufactured may 2018; it was determined that this is the only instance of this event occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Twenty-five samples were supplied for evaluation and review; the evaluation found rusted needles and significantly aged prn's among the devices submitted. The most likely root cause for this situation is environmental conditions during transportation and storage of the devices. Environments that are significantly humid or strongly oxidizing should be avoided for storage of the intima ii.

Event description:
It was reported that the bd intima-ii closed IV catheter systems had cracked caps and the "prn split" before use. There was no report of exposure, injury, or medical intervention.